Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. Stryker replaced the battery pins as preventative measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
During routine preventative maintenance testing by stryker, the device exhibited energy delivery level not as expected. In this state, wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.